Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 533 mg/dl and ketone level was 4.7mmol/l. Customer was vomiting and was dehydrated. Customer changed pump supplies, delivered correction bolus and increased temporary basal rate to address bg. Customer was transported to the hospital via ambulance on (B)(6) 2019 and was admitted. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin. Bg/elevated ketones were resolved. Customer was discharged the next day with no permanent damage. Customer did not know cause of event; however, suspected an issue with the pump. Customer reverted to using another pump for insulin therapy.